Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
The user facility reports. A physician placed the first catheter and all was well. The patient coughed and the numbers on the monitor varied out of range. These numbers did not return to normal, and the first catheter was removed, and replaced with the same type catheter.